Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the black box and history download were unavailable due to moisture in the pump. There was visible moisture in display. The pump would not power on. Testing could not be completed for the keypad complaint due to the pump not powering on. Contamination was observed under the contrast and up arrow key contacts. Leak testing failed due to a crack in case. Moisture and corrosion were observed on all internal pump surfaces. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After exposure to moisture, all of the keypad buttons are completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.